Event description:
The following has been reported: biomed reported : lvp pump serial # (B)(6), was reported that pump needs service. Customer cleaned the av (actuator valve) pins. Tested the pump no problem found. There was no report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 6). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for valve 6 leak. Device passed mock infusion without error. An internal investigation was conducted and found the resistor motor was beginning to foul and will need to be replaced. No other damage was identified.